Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon under coelio, at the time of resection of the colon, the stapler was blocked at the handle, the team tried another reload, it still did not work. The stapler was changed and the new reload was working properly. There was no patient injury.